Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 404mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was able to complete rewind but declined to performed troubleshooting. The customer was assisted with high blood glucose troubleshooting. The customer's blood glucose level was 404mg/dl at the time of the call. The customer treated with manual injection. The customer declined to check for air bubble, leaks, site issues, insulin issue, and pump programming. The customer also mentioned receiving no delivery alarm during set change. The customer was assisted with fixed prime and stated that insulin exited. Customer was advised that insulin pump was working to specification and to change entire infusion set. The product will not be returned for analysis.